Manufacturer narrative:
The complaint of a leaking catheter was confirmed; however, the cause was undetermined. The returned product was one red luer hub from an unk dialysis catheter. The sample was received with an attached strain-relief sleeve and a small amount of extension tubing distal to the sleeve. Two opposite splits observed connecting the two splits. An attempt to infuse water through the sample using a 12ml syringe revealed that the sample was patent to infusion; however, during pressurization, leaks were observed emanating from the sites of the aforementioned splits. Tactile manipulation of the sample revealed that it kinked preferentially at the time of the circumferential impression. Microscopic inspection of the splits revealed small circular splits with irregular granular edges. The relative location of the splits in conjunction with the observed kinking impression suggested that the leak may have been the result of catheter kinking, possibly caused by clamping the extension tubing repetitively in the same location. While leaking was observed, the evidence examined was insufficient to determine a root cause. Consequently this complaint is confirmed as "cause unk" at this time. A lot history review (lhr) review is not possible; the mfg lot number that was provided is incorrect.

Event description:
On (B)(6) 2014 - the perm cath was leaking from the hub, and needed to be replaced. - (B)(4). On (B)(6) 2014 - as per add'l info received there was no injury to the pt and the dialysis catheter was exchanged. Lm. On (B)(6) 2014 - returned sample shows the leak on the extension leg. (B)(4).